Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation. Samples received: 19 unopened racepacks. There are two previous complaint of this code/batch. There are no units in OEM stock. We have tested the needle attachment of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: needle detachment.